Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation'), fallopian tube perforation ('perforation') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2014; hyst. (Full),salping. (Bilateral), on (B)(6) 2014; hyst. (Full),salping. (Bilateral) and on (B)(6) 2014; hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: abdominal pain, menorrhagia (heavy menstrual bleeding),gen abnormal. Bleed, psych injury, migration, perforation was added. Event outcome was added for the events: pelvic pain, abdominal pain, menorrhagia, gen abnormal. Bleeding. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.